Event description:
The customer stated that falsely elevated architect stat troponin-I results were generated for three patients. The samples were retested on the same architect analyzer and results were lower. The samples were also tested on a different architect analyzer. The customer uses a cutoff of 0.030 ug/l. The initial positive results were reported out of the laboratory, but corrected results were issued. No adverse impact to patient management was reported. This emdr is for patient 1 of 3. The initial result was 0.039 ug/l. The retest result on the same architect analyzer was 0.024 ug/l. The result on a different architect analyzer was 0.025 ug/l.

Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2012-02051 under a different suspect medical device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) serviced the i2000sr and replaced parts including wash zone tubing and the wash zone probes. The wash zone probe list no. 08c94-352 is documented as the likely cause for this issue. A product labeling review found the architect system operations manual and the stat troponin-I package insert contain adequate information for the described issue. A historical/quality data review was performed and did not identify any trend of an architect wash zone probe issue, or a trend for wash zone probe issues causing troponin discrepant results. A review of troponin complaint data did not identify a discrepant result issue trend for the troponin reagent. A service history review found no instrument issues for architect i2000sr serial no. (B)(4) since the analyzer was serviced and the wash zone probe was replaced. No service history issues for the analyzer were found during this review. The issue was resolved by the replacement of a part due to normal wear. No systemic deficiency or adverse trend was identified